Manufacturer narrative:
Additional information was received, after review of the associated complaint by the investigation team and noted the automated impella controller (aic) as the potential cause of the pump not detected issue for the defective impella catheter event which was initially reported under the impella 5.5 sn: (B)(6) (mrn 1220648-2025-47619). Note: this additional information is new, relevant and requires a supplemental report to depict the complete event story with all associated devices. However. There is no impact to the reportability assessment outcome of this complaint and the investigation remains unchanged. Related medical device reports: this second impella 5.5 serial number: (B)(6) device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and first impella 5.5 device serial number: (B)(6).

Manufacturer narrative:
Additional information was received and noted the following: [alarm of impella defective] the defective impella 5.5 device serial number (sn) 521818 was replaced with impella 5.5 device sn 620420. The physician met resistance in passing the impella 5.5 device sn 620420. This impella 5.5 device was removed, and the decision was made to perform contrast examination of the axillar / subclavian artery to determine why the impella 5.5 device sn 620420 was not advancing. Significant stenosis of the distal subclavian artery was discovered and recognized as the reason for not being able to advance the impella sn 620420. A stent was subsequently placed and a second attempt to re-place the impella 5.5 sn 620420 failed as the pump was unable to pass through the stent. Discussion was made regarding placing an impella cp from the prepared axilla; however, the team opted to not escalate care as notification was received intra-procedure that family wanted to go route of comfort care. The patient expired after care was withdrawn. Medical safety review. Medical safety reviewed the event and noted the following: the patient presented with worsening cardiogenic shock and experienced cardiac arrest prior to the procedure. An impella 5.5 device was initially prepared, but three ¿defective impella catheter¿ alarms occurred during setup. A second impella 5.5 catheter was prepared without error; however, insertion was unsuccessful due to axillary artery stenosis confirmed by angiography. The physician placed a stent in the stenotic segment, but a subsequent attempt to insert the device also failed. The implant procedure was aborted, and care was withdrawn in accordance with the family¿s wishes. The death is conservatively reported under the second impella 5.5 as a failed device delivery. However, the patient¿s critical condition requiring cardiopulmonary resuscitation and poor prognosis were the most likely contributors to the patient's outcome. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had significant tortuosity with areas less than 5 mm. Preventing successful delivery of impella. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device serial number 620420 is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the first impella 5.5 device serial number 521818.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that patient impella 5.5 for support for shortness of breath and weakness. The physician was unable to advance beyond proximal subclavian. The vessel was evaluated with contrast - significant tortuosity with areas less than 5 mm. 8 mm and stent placed in subclavian by vascular surgeon. It was discussed to possibly use impella cp and the decision was made to abort due to extremely poor prognosis.